Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ulra balloon dilatation catheter was used during a procedure performed on an unknown date. According to the complainant, it was noted that the device was bent upon opening. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a uromax ulra balloon dilatation catheter was used during a procedure performed on an unknown date. According to the complainant, it was noted that the device was bent upon opening. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 2976 for the reportable issue of catheter bent. Investigation result: a visual examination of the complaint device revealed that the balloon was folded which indicates it had been subjected to positive pressure. The shaft was kinked in the distal of the strain relief and was also noted to be damaged in the proximal balloon bond. It was also noticed that the shaft appeared to be crushed. This failure is likely due to an interaction between the user and device, or sample, that caused or contributed to the error. It is likely that the failure may be related to the balloon being pre-tested and the handling of the device during the procedure. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label.